Event description:
A hospital reported to our distributor that when the hospital staff opened an infant breathing circuit, the red flow restrictor was missing. No pt consequence was reported.

Manufacturer narrative:
The returned device was visually inspected. Results: the complete circuit was assembled, but was missing the red flow restrictor. A lot check revealed no other similar complaints for this lot number. Conclusion: the component was omitted during our assembly process. We have open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurence worldwide for the last 11 months of 0.0026%.